Event description:
Pt had surgery for removal of ruptured implants. Left implant was ruptured upon entry into the capsule. Right implant was already ruptured. These had been place in 1982, unk brand and no identifying marks. Left implant weighed 210 grams, right implant 320 gr.